Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for a bowel obstruction. While in the hospital the patient received 1 unit of blood and developed a reaction. The patient developed arrhythmias followed by persistent low flow alarms and was placed on inotropes. An echocardiogram showed that the left ventricle (lv) was not unloading and the aortic valve was opening with every beat at a speed of 12,000 rpm. The diameter of the lv shrunk from 9 cm to 8.2 cm when the speed was increased to 12,000 rpm. The patient's hemodynamics were reportedly stable and hemolysis labs were negative. The right ventricle was reported to be strong and showed no signs or symptoms of dysfunction. In response, the vad speed was increased to 10,800 rpms and no low flow alarms were induced. On (B)(6) 2016, the patient underwent a pump exchange. No further information was provided.

Manufacturer narrative:
The report of low flow alarms was confirmed based on the evaluation of the submitted log file; however, the cause could not be conclusively determined during the evaluation of the returned pump. Examination of the pump¿s blood-contacting surfaces found a small, red deposition of clotted blood on the pump rotor. An identical, smaller deposition was also observed on one of the outlet stator blades. The depositions were loosely seated and did not show any evidence of denaturing or laminated layering, indicating that the depositions did not form on the rotor or in the outlet stator. The soft structure of the depositions appeared consistent with an acute formation. Visual inspection did not find any contact marks on the rotor body or outlet bearing cup to indicate that the depositions were present while the pump was operating. The observed depositions did not appear large enough to obstruct flow and did not appear to have been present for an extended period of time. The evaluation could not conclusively correlate the observed depositions to the confirmed low flow alarms. Visual inspection of the pump¿s bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.